Event description:
It was reported the physician powered up the external pulse generator (epg) before connecting it to a patient and an error code displayed the physician removed the battery and then powered back up again with no issue. The device was restored. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.